Event description:
It was reported by service report that the legs not locking out when the cot is brought out of the ambulance. There was patient involvement, however, no adverse consequences are reported.